Manufacturer narrative:
Investigation summary: the spectrum software program does monitor the operation of the analyzer and report on any recognized error conditions that might affect result integrity. It notifies the operator of low or high results via a display on the crt and by printing the appropriate codes on the sample report. The customer was not able to provide any data on lot numbers of reagent in use, no quality control, no maintenance records and whether applicable error codes were present or absent at the time of the incident, therefore, no cause can be determined. Evaluation complete-final report.

Event description:
On 8/27/96 the account reported the following results: na result=124; k result =5.1; and cl result = 126. These tests were not repeated even though the results exceeded lab protocol for repeats on panic values. The pt was admitted to the hosp and IV fluids (sodium chloride) were administered. The original sample and redrawn sample were run for the following results: na rerun result =150; redrawn result=149. K rerun result=5.2; redrawn result=4.7; rerun cl result=113; redrawn result =112.